Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep rebooted the system. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would exhibit a fluoroscopy delay after the first shot. No pt injury was reported.